Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Saw using saw in the saw capture the nurse found the red clip attachment had broken off. No longer clips into ap cutting block. Bit of plastic found and no harm caused to the patient. The operation was still able to be performed and there was no delay in the procedure.